Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this lead impedance measurements could not be obtained despite measurable r-waves. The physician elected to complete the procedure with an alternate lead; no further issues were encountered. Information could not be obtained that clearly stated the level of device involvement regarding the patient's implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.